Event description:
The customer reported issues with hemoglobin (hgb) failing while performing system startup involving the coulter lh 750 hematology analyzer. The customer opened the front cover of the instrument and noted approximately four milliliters of light red fluid near the blood sampling valve (bsv) area and on the countertop below the bsv area. The customer also noted the blood-like fluid in the drip tray below the bsv and clear fluid dripped on the countertop. While troubleshooting, the customer noticed the tubing on the bsv had come off and reconnected the tubing to the fitting. The customer cleaned up the fluid following the laboratory protocol. The customer performed system startup and controls; all results passed within specifications. The customer stated no patient results were impacted and no erroneous results were reported from the laboratory. There was no patient consequence associated with this event. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The facility has an exposure control plan in place. The customer resolved the issue and returned the instrument to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).